Event description:
In 2005, the lay user/reporter contacted lifescan and alleged that his spouse's one touch ii meter was reading inaccurately low. The medical affairs specialist (mas) called and spoke with the reporter the following day, who provided additional info. The reporter info the mas that he was actually alleging that the subject meter was reading inaccurately high. Three days ago, the pt was getting results in the 70's-90's on the subject meter. Per the reporter, they were "normal" readings for her. She had continued to take her set amount of insulin and oral medications throughout the day. That evening, she felt "really weak and started coughing a lot". The reporter tested her on the subject meter with a result of 78 mg/dl. She was not given any treatment at this time. The reporter drove the pt to the hosp, and they arrived within 15 minutes of the reported meter results. The pt's blood glucose level on the hosp meter was 24 mg/dl. She was given dextrose and kept there overnight. Besides diabetes, the pt has asthma, and copd. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the pt did not have a check strip or control solution and therefore, the quality control checks could not be performed. This complaint is reported as an adverse event because the pt was receiving "normal" results on the meter and continued taking her normal amount of diabetes medications. She later experienced hypoglycemia and was tested with dextrose. A replacement meter, control solution, and test strips were sent to the pt.